Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No motor error alarms noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube window, cracked battery tube threads and a loose end cap sticker.

Event description:
It was reported that the customer's insulin pump was not working correctly. It was alarming motor error and they were unable to clear it. Nothing further was reported.